Event description:
Prototype button found to be entrapped in gastric wall. Via efid, button base dislodged from wall, turned 1/4. Will monitor on an outpatient basis. This device was not implanted at this facility.